Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the surgeon side console (ssc) viewer to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Fa performed troubleshooting and verified reported issue while on site. Recorded error logs show error 32145 and after further investigation found issue with viewer. Performed a visual inspection and found no problem related reported issue. Verified 32145 error in lighthouse/aperture and then installed on an internal eft system. During system testing was able replicate reported issue, got errors 32101 and 32145 on start up. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer experienced errors 32145 errors on console 2. Caller tried pressing retry with no change. Technical support engineer (tse) had caller perform hard reboot with no change. Caller disabled the ergo on console 2. Tse viewed logs and noted errors on ac_11b. The procedure was being completed as planned with no reported injury.